Event description:
Additional information received noted the patient presented for a routine check in office. Upon interrogation, it was revealed that the patient had 10 episodes of atrial tachycardia/atrial fibrillation, which were actually all short lasting atrial lead noise. The physician elected to continue monitoring these occurrences for any worsening frequencies. The patient was completely asymptomatic.

Event description:
Additional information received noted the patient presented for a routine check in office. Upon interrogation, it was revealed that the patient had 4 recorded episodes of atrial tachycardia/atrial fibrillation detection, all of which were due to atrial lead noise. The physician elected to continue monitoring the patient on a routine and regular basis. The patient was asymptomatic.

Event description:
Additional information received noted the patient presented for a routine check in office. Upon interrogation, the right atrial lead showed brief instances of atrial lead noise. The physician elected to monitor the patient before doing any interventions. The patient is completely asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. The physician elected to monitor the lead. The patient was non-symptomatic.